Event description:
It was reported the customer's drive support cap was damaged. Customer stated their drive support cap was popping out when they attempted to prime their insulin pump. It was also found the insulin pump would periodically turn off due to the damaged drive support cap. Customer's blood glucose was 200 mg/dl. The customer could not recall how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.